Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the da vinci product with an alleged issue to perform failure analysis; however, the analysis is yet not complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the 8mm vessel sealer extend (vse) instrument locked onto the tissue and did not release. The customer had to manually remove from tissue. The procedure was completed with no reported injury.